Event description:
Customer reports receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24484c, reader sn (B)(4)). Repeat cue tests performed on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 provided three negative results. On an unknown date, customer tested negative with the binaxnow antigen test. Customer has no symptoms and cartridges were stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.